Event description:
The patient reported exposed and frayed wires of the handheld screen cord. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One i3 unit model cm1100 with main unit serial #(B)(6) and one i3 accessory set was returned. External and internal visual inspections of unit revealed exposure to the handheld cable. A golden handheld cable was used throughout all testing steps. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Unit passed all signal acquisition frequencies in the diagnostic test including accuracy/noise and distance/home. Customer reported handheld screen does not display: confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.